Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience prime btk everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Event description:
Patient ID: (B)(6). It was reported that on 2/22/2023, one 3.5x38 mm xience prime stent was implanted in the distal right tibialis anterior vein. On (B)(6) 2023 the patient had worsening of wounds due to reocclusion. Thrombectomy and lysis therapy were performed in the study lesion on (B)(6) 2023. There was reocclusion found during the lysis follow up. Forefoot amputation (toe or transmetatarsal) was performed on (B)(6) 2023. No additional information was provided.